Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that they had been hospitalized high blood glucose levels on (B)(6) 2014. Blood glucose level was around 300 mg/dl during the morning of the event and had risen to 420 mg/dl at time of hospitalization. Customer was given an intravenous insulin drip while hospitalized. Customer blood glucose level was 420 mg/dl at time of reporting. Nothing further reported.